Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrium (ra) lead was reposition due to high pacing thresholds and dislodgement. This patient was treated with intravenous antibiotics. No additional patient effects were reported.